Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of five (5) years, three (3) months due to severe symptomatic tricuspid stenosis and moderate regurgitation. The procedure was performed with a 26mm 9755rsl transcatheter valve. The valve was implanted successfully. Patient in recovery post procedure. Per medical records, the patient is 32-year-old with past medical history significant for three (3) open heart surgeries which resulted from IV drug use. Patient presented with shortness of breath, recurrent lightheadedness, near syncope. Patient reported loc in shower. Ttvr was successfully performed with 26mm 96755rsl transcatheter valve. Tavr with a 23mm sapien ultra resilia transcatheter valve was also successfully performed during the procedure.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Refer to MFR report number: 2015691-2023-14716 for related information associated with this patient/procedure.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of bicuspid av, and the implant position of the valve.